Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, that the two connector g unit of the endoscope reprocessor were damaged. The reported issue was discovered at reprocessing during an on-site inspection. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During a follow - up with the field service representative for the facility, it was indicated that: the reported issue was specific to a spring inside the connector was missing and that the edge of the other connector was chipped. As a result of the information obtained from the follow up, the component code and the medical device problem code in section h were updated. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged connector could not be determined however, it is presumed that stress applied toward loosening direction was accumulated, which made the center parts come off. Additional considerations: we presumed from the investigation results that the user applied stress to grey connector toward loosening direction and parts came off. Then the parts were reassembled without using middle pin, causing the event. Olympus will continue to monitor field performance for this device.

Event description:
During a follow - up with the field service representative for the facility, it was indicated that: the reported issue was specific to a spring inside the connector was missing and that the edge of the other connector was chipped.